Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that quality control was out of range on most tests run on the analyzer. The customer ran a liquid flow cleaning and then a measuring cell preparation 20 times. After these troubleshooting actions were performed, the analyzer was performing well again. The customer pulled samples that were run prior to the poor quality control and repeated these. After repeating the samples, the customer determined that there were questionable results for twenty seven samples tested for multiple analytes. It was determined that initial results for thirteen of the twenty seven samples were erroneous for cortisol, folate, parathyroid hormone (pth), free triiodothyronine (ft3), and thyrotropin (tsh). The initial erroneous results were all reported outside of the laboratory. The results for the repeats performed after the troubleshooting steps were believed to be correct by the customer. Corrected reports were issued only for two samples. Sample one initially resulted as 3.34 uiu/ml for tsh. After performing the troubleshooting, the sample was repeated and resulted as 5.0 uiu/ml. A corrected report was issued for the repeat result. Sample two, from a male patient born on (B)(6), initially resulted as 4.5 pg/ml for ft3. After performing the troubleshooting, the sample was repeated and resulted as 2.93 pg/ml. A corrected report was issued for the repeat result. Sample three initially resulted as 16.2 ug/dl for cortisol. After performing the troubleshooting, the sample was repeated and resulted as 9.0 ug/dl. Sample four initially resulted as >20 ng/ml for folate. After performing the troubleshooting, the sample was repeated and resulted as 10 ng/ml. Sample five initially resulted as 26.9 pg/ml for pth. After performing the troubleshooting, the sample was repeated and resulted as 38.9 pg/ml. Sample six initially resulted as 161.2 pg/ml for pth. After performing the troubleshooting, the sample was repeated and resulted as 215.1 pg/ml. Sample seven initially resulted as 4.2 pg/ml for ft3. After performing the troubleshooting, the sample was repeated and resulted as 2.5 pg/ml. Sample eight initially resulted as 5.3 pg/ml for ft3. After performing the troubleshooting, the sample was repeated and resulted as 3.3 pg/ml. Sample nine initially resulted as 4.1 pg/ml for ft3. After performing the troubleshooting, the sample was repeated and resulted as 2.33 pg/ml. Sample ten initially resulted as 10.2 pg/ml for ft3 and 0.01 uiu/ml for tsh. After performing the troubleshooting, the sample was repeated and resulted as 7.69 pg/ml for ft3 and 0.006 uiu/ml for tsh. Sample eleven initially resulted as 1.09 uiu/ml for tsh. After performing the troubleshooting, the sample was repeated and resulted as 1.60 uiu/ml. Sample twelve initially resulted as 1.57 uiu/ml for tsh. After performing the troubleshooting, the sample was repeated and resulted as 2.69 uiu/ml. Sample thirteen initially resulted as 0.96 uiu/ml for tsh. After performing the troubleshooting, the sample was repeated and resulted as 1.39 uiu/ml. The patients were not adversely affected by the event. The cortisol reagent lot number was (B)(4) with an expiration date of 11/30/2012. The folate reagent lot number was (B)(4) with an expiration date of 12/31/2012. The pth reagent lot number was (B)(4) with an expiration date of 04/30/2013. The ft3 reagent lot number was (B)(4) with an expiration date of 12/31/2012. The tsh reagent lot number was (B)(4) with an expiration date of 12/31/2012. The field service representative determined that the analyzer appeared to need a system flow path cleaning. The customer performed the liquid flow cleaning and the instrument appears to be working properly at this time.

Manufacturer narrative:
Result field documented as device subassembly = sipper flow path and measuring cell.